Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/20/2024. An investigation was conducted on 02/20/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the devices. The delivery device was returned outside the loading device. The blue slide lock was on and the white plunger was not depressed. The seal was observed unfolded inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical difficulties. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000364553 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to: (B)(4). The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not load. The heartstring did not curl at step 1. The device did not touch the patient. A new device was used to complete the procedure. No procedural delay.